Manufacturer narrative:
This lead remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.

Event description:
Boston scientific crm received information that strips revealed two occurrences of loss of capture. Back-up pacing was delivered and no adverse patient effects were noted.